Event description:
Door ajar error, ail error door latch assembly- latch damage ail sensor assembly- faulty pressure sensor- check IV bezel assembly- damage - unspecified pressure sensor- failed occlusion there was no patient involvement. (B)(4).

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The device was not received as of this date. No determination regarding the reported issue nor those requiring escalation were established. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).